Event description:
It was reported that the patient experienced ineffective therapy from the s1 lead. As a result, surgical intervention was undertaken (B)(6) 2025 wherein the s1 lead fragmented and was left partially implanted in the patient.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.